Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient had a change in therapy. The rep performed troubleshooting and found most impedance pairs had >40000 ohms with some in the 30000's. The patient stated that they reached into a deep garbage can and since then their coverage has been different. Prior to this event the patient had great coverage. The patient stated that they can feel a little bit of stimulation, but not consistently and not the same. The rep stated that they would review the results with the healthcare provider (hcp) and review for a potential revision. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the actions taken to resolve the high impedances were that the patient was being taken to the or for a lead revision. The rep noted that the high impedances would be resolved after the or case. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2017-dec-27. The patient was having a revision and the rep checked impedances on the day of the report at 0.7 volts. Technical services reviewed that they should be running it at 3.0 volts. The rep looked at reference 8-16 paired with other contacts and they were in the 800 ohm range. Technical services reviewed that the rep would need to compare these values against historical impedances and discuss with the doctor if they were wanting to proceed with the revision. The rep noted that there were some contacts greater than 10,000 ohms with other references. The revision has not yet occurred. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the revision occurred. It was reported that they hooked to the mltc and impedance was normal. Then hooked back up to battery and it was over 10,000. They replaced battery and it as all normal.